Manufacturer narrative:
Investigation results: visual investigation: first we made a visible inspection of the jaws. Except the soiling (blood and tissue) we found no abnormalities like burned or charred peak. Then we checked the mechanical functions. The clamping and cutting function of both instruments worked well. The complained instrument is without any electronic or mechanic deviations. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There is one similar complaints against the same lot number(s) (from the same clinic). Conclusion and measures / preventive measures: based upon the investigation results the root cause of the problem is most probably patient-related or usage-related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with (B)(4) (B)(4) articulating d5/360mm. According to the complaint description, after sealing problems were seen with one product, the operator switched to the next caiman of the same batch. As the problem was ongoing, the operator switched to a different device. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference: (B)(4).